Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that patient has been getting really bad blisters on mouth, chin, eyes and has dry eyes, nasal/throat irritation or soreness, break out on her face, getting burned marks all over her face. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged that patient has been getting really bad blisters on mouth, chin, eyes and has dry eyes, nasal/throat irritation or soreness, break out on her face, getting burned marks all over her face. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout the device enclosure and airpath suggesting a source external to the device. Evidence of water ingress on the blower and blower box was observed. Slight black contamination at the blower seal of the blower box is consistent with keratin contamination was observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of water ingress and dust contamination were observed and are consistent with being from an external source. Section h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions) were updated in this report.